Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('medical device removal') in a 26-year-old female patient who had essure inserted. The patient's medical history included irregular menstrual cycle, dysmenorrhea, menorrhagia, pelvic pain female, bleeding genital, ovarian cyst, lower abdominal pain, back pain, migraine, vaginal discharge abnormality, insomnia, hot flashes, night sweat, constipation and pregnancy. On an unknown date, the patient had essure inserted. On (B)(6) 2016, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). The patient was treated with surgery (surgery for essure removal). Essure was removed on (B)(6) 2016. At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 28-oct-2020: quality safety evaluation for product technical complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in a 26-year-old female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. The patient's medical history included irregular menstrual cycle, dysmenorrhea, menorrhagia, pelvic pain female, bleeding genital, ovarian cyst, lower abdominal pain, back pain, migraine, vaginal discharge abnormality, insomnia, hot flashes, night sweat, constipation and pregnancy. In (B)(6) 2015, the patient had essure inserted. On (B)(6) 2016, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced dysmenorrhoea ("dysmenorrhea") and menorrhagia ("menorrhagia"). The patient was treated with surgery (hysterectomy, bilateral salphingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, dysmenorrhoea and menorrhagia outcome was unknown. The reporter considered dysmenorrhoea, menorrhagia and pelvic pain to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 4-dec-2020: mr received. Reporter's information added.product information added.event: medical device removal were updated to pelvic pain. New event added: dysmenorrhea, menorrhagia based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('medical device removal') in an adult female patient who had essure inserted. The patient's medical history included irregular menstrual cycle, dysmenorrhea, menorrhagia, pelvic pain female, bleeding genital, ovarian cyst, lower abdominal pain, back pain, migraine, vaginal discharge, insomnia, hot flashes, night sweat, constipation and pregnancy. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). The patient was treated with surgery (surgery for essure removal). Essure was removed on (B)(6) 2016. At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure. Most recent follow-up information incorporated above includes: on 7-oct-2020: pif received- medical device removal was added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.